Event description:
It was reported that the patient's care has been transferred, but that the nurse advised them of the concerns that vns could be contributing to the patient's gut dismotility. It was reported that the nurse suggested a change in device settings or possibly a period of observation with the vns programmed off.

Event description:
On (B)(6) 2013, it was reported that for the past six months the patient has had a non-functioning gut. It was reported that the physician is concerned the vns is activating the descending vagal nerve leading to gut problems. However, originally, the gut problems were not believed to be related to vns. Different solutions, such as optimizing the vns dosage and/or disabling the vns device are being considered to determine if a relationship between the vns and the gut problems exist, and to try to alleviate the issue. No additional information has been provided.